Event description:
Patient has a heartware medtronic lvad, patient was seen in the heart and lung specialized care clinic. Patient stated that his vad beeped/alarmed, and noticed that it flipped to the other power port. He stated the batteries were full, so he did a pull back on both batteries, at the same time, and disconnected power. He stated that he was noticing the "flipping" of power ports on two particular batteries. These two batteries were replaced. Log files sent to medtronic heart ware. Batteries removed, new batteries issued. Patient then called a couple of days later stating that the beeping and flipping of power ports was still occurring. He returned to clinic and it was decided to change his controller out. Heart ware medtronic aware of concerns/issues and supported decision to exchange equipment.

Manufacturer narrative:
The following elements have blank data: other device #: for type of device: heartware lvad batteries and controller.

Event description:
Patient has a heartware medtronic lvad, patient was seen in the heart and lung specialized care clinic. Patient stated that his vad beeped/alarmed, and noticed that it flipped to the other power port. He stated the batteries were full, so he did a pull back on both batteries, at the same time, and disconnected power. He stated that he was noticing the "flipping" of power ports on two particular batteries. These two batteries were replaced. Log files sent to medtronic heart ware. Batteries removed, new batteries issued. Patient then called a couple days later stating that the beeping and flipping of power ports was still occurring. He returned to clinic and it was decided to change his controller out. Heart ware medtronic aware of concerns/issues and supported decision to exchange equipment.